Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that while lying in bed a few weeks ago (approximately late (B) (6) 2010) he saw a "flash" of a "yellow light" that "looked like it was coming from the defibrillator because it outlined the device". He also said he has recently had a "steady burning pain" that was "hot like fire" around the ICD. He said on both occasions the device was checked and the doctor said it was "working fine". Attempts to obtain additional information from the doctor's office were unsuccessful. The device is still in use. No further patient complications were reported as a result of this event.